Event description:
It was reported as a product general feedback from the field that the bone cement is usually not delivered at the right consistency. It was noted that the bone cement dough time is slow. "A warm water bath is sometimes used to speed up the process." No additional information was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.